Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. No unexpected excessive no delivery alarms noted. However, the insulin pump was received with cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery several times. The customer's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.